Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer event of the fracture of a xia 4.5 titanium extended connector small was confirmed via visual inspection of the returned device. Review of the correspondence revealed that the device was implanted for 6 months, so it is likely that the connector experienced prolonged physiological loads. Review of the returned x-rays confirmed that the patient was fixed at two upper thoracic levels and at 2 lumbar levels, with no additional fixation in between. This existing curve and the placement of the devices allowed for a large bending moment to exist within the non-fixed region, which possibly caused a fatigue breakage of connector. A material analysis was performed in a similar investigation and revealed that breakage of this connector can occur due to fatigue caused by continuous loading on the implant. Conclusion: the most likely cause of the reported event is the configuration of the construct resulting in a large bending moment, which created repeated loads over time on a localized area and lead to the eventual fatigue fracture of the connector. Also, nonunion could have contributed to the failure.

Event description:
It was reported that a patient returned to the hospital for extension surgery. Prior to the surgery the surgeon requested an x-ray and from the x-ray, it was detected that, the connector inside the patient was broken. Revision surgery was completed successfully without any adverse consequences.

Event description:
It was reported that a patient returned to the hospital for extension surgery. Prior to the surgery the surgeon requested an x-ray and from the x-ray, it was detected that, the connector inside the patient was broken. Revision surgery was completed successfully without any adverse consequences.